Manufacturer narrative:
Bci field service engineer (fse) cleaned the crem, tpm modules and all hydro canisters, and adjusted pressures. The fse replaced syringes on the modules. The fse performed preventive maintenance and alignments on probes. The fse ran qc, and the results were within 2sd of expected mean.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated fluid was leaking from the creatinine (crem) and total protein (tpm) modules into the modular chemistry (mc) compartment. No injury was reported and there was no effect to patient or user.